Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal delivery totals in the total daily doses did not match the active basal program total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2016 with the following findings: a review of the black box data showed that the last basal delivery was on (B)(6) 2016 at 6:03 pm. Deliveries were interrupted due a power interruption from (B)(6) 2016 at 2:24 pm to (B)(6) 2016 at 09:10 am, and from (B)(6) 2016 at 11:20 am to (B)(6) 2016 at 10:00 pm. The time and date were then set incorrectly at power up. The total daily doses (tdd) appeared to be inaccurate due to the pump time/date input; the date of (B)(6) 2016 was recorded twice in the pump¿s history. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours and the tdd reflected 24u after a 24hr on 1u/hr duration test. No errors, alarms, or warnings occurred during testing. The complaint was not duplicated during investigation.